Event description:
It was reported that during a percutaneous peripheral intervention, a balloon rupture occurred. The 99% stenosed target lesion was located at the mildly tortuous and severely calcified below the knee artery. A 2mmx40mmx145cm coyote es mr balloon catheter was used to treat the lesion. During the first inflation, the balloon ruptured at 6 atmospheres. The balloon was removed intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).